Manufacturer narrative:
No blank display anomaly noted. However, the insulin pump was received stuck at full segments due to poor solder joint at component on interface board. It was also received with cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window and scratched reservoir tube window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a blank display and a constant tone. The blood glucose at the time of the incident was 160 mg/dl. The customer stated that the device was dropped. Troubleshooting was not able to resolve the issue. The device was returned for analysis.